Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced leakage from the cartridge which resulted from a torn cartridge septum causing insulin to leak inside the ilet, which corresponded with elevated blood glucose; the user resolved the issue by changing supplies, after which glucose returned to range. The user experienced a blood glucose peak of305mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed leakage associated with a seal issue consistent with a leak or splash, traced to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.